Event description:
The customer reported to olympus, the endoscope tested positive for microbial contamination during routine testing. The endoscope was first tested (B)(6) 2021 and was positive for 1.3 colony forming units of lysinibacillus xylanilyticus. The device was tested again (B)(6) 2021 and tested positive for 6 colony forming units of a gram positive, coagulase negative staphylococci, non-aureus. No patient infection was reported. This event includes 2 reports as follows: patient identifier (B)(6) is for the endoscope tested (B)(6) 2021 which was positive for lysinibacillus xylanilyticus. Patient identifier (B)(6) is for the endoscope tested again on (B)(6) 2021 which tested positive for gram positive, coagulase negative staphylococci, non-aureus. This is report 1 of 2.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer returned the olympus contaminated endoscope questionnaire and reported the following information. No patients were contaminated, the endoscope was tested and the results were provided as noted. The manual cleaning detergent used was septo predis zp. The following brushing points performed were: operator/suction channel, suction plunger, operator channel port, balloon channel, and distal tip. The brushes/swabs used were: cj-ke db-230-06, lot 2021070634vcbk and cj-edb-230-02, lot 2021022303vcb. The endoscope reprocessor was etd4. The detergent used was endodet and the disinfectant was endoact. The endoscope was stored in a single cabinet. Maintenance of the subject device is performed by olympus. The olympus service center sent the subject device for third party testing. The laboratory report tested positive for 2 colony forming units of coagulase negative staphylococci. The device was evaluated and the bending section rubber glue was separated, the ultrasonic connector was corroded, and the light guide, universal, and video connector tubes passed testing but it was recommended they be repaired. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to device available for evaluation, the product receipt date was 21dec2021. This report is being supplemented to provide additional information based on the closure of complaint and the medwatch for patient identifier (B)(6) and for the evaluation of the subject device. The initial MDR for patient identified (B)(6) was submitted in error. All mdrs including supplemental reports will be submitted via patient identifier (B)(6). The device was evaluated where no abnormalities were found that could have led to the positive culture. A few wear and tear defects were noted during the evaluation including the bending section rubber glue was separated and the ultrasonic connector passed inspection but was recommended to be repaired as it was corroded it . However, these defects are not considered severe enough to cause a potential adverse event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.